Event description:
The patient experienced slurring and memory loss since implant. She has been seen every 6 months for adjustments. The device has helped the spasms in her neck. She has an appointment with her doctor on (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
Extension: model 7482a51, serial# (B)(4), implanted: 2010 (B)(6), explanted. Extension; model 7482a51, serial# (B)(4), implanted: 2010 (B)(6), explanted. Lead: model 3387s-40, lot# v363992, implanted: 2010 (B)(6), explanted. Lead: model 3387s-40, lot# v363992, implanted: 2010 (B)(6), explanted. (B)(4).